Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a distal radius fracture procedure, the screw penetrated the plate. After repositioning and implanting the plate, the surgeon drilled the bone through the guiding block and quick drill sleeve in fixed mode. The surgeon chose variable angle mode on the ulna side and distal row on most styloid holes. He temporarily fixed the va locking screw. During screw insertion, the surgeon noted that the screw penetrated in the proximal styloid hole by image. The procedure was completed with the plate and penetrated screw implanted in the patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.